Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump history was intermittently missing data for the basal portion of the total daily dose. Review of the pump data logs by tandem technical support could not verify any alerts, alarms, or issues with the personal profile settings that would cause the reported issue. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, customer continued to use pump for insulin therapy.